Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) procedure, within the esophagus, performed on (B)(6) 2013. According to the complainant, during the procedure, three of the bands came off the ligator head at the same time. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).